Event description:
Device has been explanted and replaced.

Event description:
Patient reported exchange from textured to smooth implant due to concerns with the product and rupture confirmed via MRI. Healthcare professional later reported "recent MRI evidence of breast gel implant rupture" and "textured". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/24/2024. Corrected data: d.3, g.1.

Event description:
Patient reported exchange from textured to smooth implant due to the patients concerns with the product and rupture confirmed with an MRI. Healthcare professional later reported "recent MRI evidence of ¿ breast gel implant rupture" and "textured". Healthcare professional later reported "patient did not have natrelle implants." This record is for the left side of a non-abbvie device. Device was explanted.

Event description:
It has been determined that the device associated with this complaint is a non-allergan device. This record is no longer reportable against an allergan device and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.